Event description:
The customer reported their tandem mobi pump would not turn on, and the battery would not charge. The customer's blood glucose (bg) level was displayed as "high"; although a specific value was not provided. The customer required assistance addressing their bg, and was given a back up pump to deliver insulin. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.